Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response (atr) episode while a threshold test was running. The atr did not appear to recognize loss of capture (loc), and back up pacing was not provided. Technical services (ts) explained that this was likely due to a manual threshold test, not an auto threshold test. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: updated from f10:inadequate/inappropriate treatment or diagnostic exposure to f1001/absence of treatment.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response (atr) episode while a threshold test was running. The atr did not appear to recognize loss of capture (loc), and back up pacing was not provided. Technical services (ts) explained that this was likely due to a manual threshold test, not an auto threshold test. This ICD remains in service. No adverse patient effects were reported.